Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified femoral artery. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified femoral artery. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has an 8.5mm longitudinal tear starting at the proximal balloon cone. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).